Manufacturer narrative:
(B)(4).

Event description:
The physician attempted to use a resolute integrity drug-eluting stent to treat the lesion. It was reported that a lifted stent strut was observed. The procedure was completed with 3.5mm x 22mm device. No clinical sequelae were reported. Evaluation summary: analysis of the returned resolute integrity device showed a jagged distal tip. The hypotube was kinked 7cm, 37cm and 59.5cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications; the 1st distal stent segment was raised and deformed.